Manufacturer narrative:
Batch review performed on 15 july 2020: lot 173971: (B)(4) items manufactured and released on 03-nov-2017. Expiration date: 2022-09-27. No anomalies found related to the problem. To date all items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-hinge 02.09.0514h fixed tibial insert size 5/14mm (k130299) lot. 135352. Batch review performed on 15 july 2020: lot 135352: (B)(4) items manufactured and released on 19-feb-2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2016.

Event description:
The patient had a primary knee surgery on (B)(6) 2017. On (B)(6) 2018, the patient came in due to signs of infection and the pathogen was unknown. The surgeon revised all hardware and implanted a spacer. Presently, on (B)(6) 2020 (2 years and 8 months after primary), the patient came in due to signs of an infection and the pathogen is pseudomonas. The surgeon planned to perform a poly-swap, but noticed during surgery that the femoral component was loose. The surgeon performed a poly-swap and extracted and replaced with a hinge femoral component with a stem. The surgery was completed successfully.